Event description:
(B)(6) 2023 spoke with ecp technician, who had doctor return my call today(B)(6) 2023. (B)(6) 2023 initial pick up of lenses. (B)(6) 2023 1st appointment. Pt seen in urgent vision clinic, (located in the urgent care portion of the hospital) actually seen by doctor (ophthalmologist) his office is located in the hospital. Not technically seen in hospital. Diagnosis - 1.4 mm corneal infiltrate, related to contact lenses, not yet an ulcer. Medications - vigamox ophth. Drops os every 1 hour, then tapered down. Ciloxan ophth ointment os twice a day, the bedtime only until d/c. We do not know the tapered down doses, this was not relayed in the md's notes. The drops/ ointment were used for preventative, comfort, and therapeutic reasons. (B)(6) 2023 seen again by doctor (B)(6) 2023 pt was seen doctor again given tapered down meds for a month long trip. Initially, lenses were uncomfortable after a few days wear. Pt keep trying on another lens, believing it was contact lens related. (Such as defect) the mentioned contamination is due to pt having corneal infiltrate and kept trying new lenses on the os, prior to treatment. Doctor stated, she was told by (B)(4) consultant to discard all lenses. Cl case, and cl solutions. Pt is performing clear care correctly. Doctor stated, they are located in the mountains. This pt lives in the mountains, and is constantly outdoors on his bicycle all the time. She is unclear if something outdoors could have caused this condition.